Event description:
Forty five minutes after administration of norepinephrine through a tibia io access the attending staff noted that the patient's foot turned purple and progressed to skin necrosis. The patient died 24 hours later from multiple organ failure from sepsis.

Manufacturer narrative:
Routine evaluation of literature by manufacturer located a letter to the editor titled "amines on intraosseous vascular assess: a case of skin necrosis" in french publication societe francaise d'anesthesie et de reanimation. The article theorizes that the necrosis was caused by one of the following: extravasation of norepinephrine, periosseous artery spasm, ischemic lesions associated with multi-organ failure. Extravasation is a known complication of intraosseous use. Since introduction of the ez-io intraosseous needle in 2004, vidacare estimates total sales volume world wide of 2 million needle sets. Development of necrosis at the infusion site is rare.